Event description:
It was reported the device was not pacing and was unable to be interrogated with no telemetry possible. The device was explanted and replaced. No patient complications were reported as a result of this event. Additional information reported the device had no output.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires. It was reported the device was not pacing and was unable to be interrogated with no telemetry possible. The device was explanted and replaced. No patient complications were reported as a result of this event. Additional information reported the device had no output. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event, interrogate, difficult to, output, none, pace, failure to.